Event description:
Additional information was received. After the device was programmed to voo mode, no further pauses were displayed and the patient was discharged from the hospital. It was explained to the patient with this device that no shock therapy would be delivered. This device remains implanted and no further patient symptoms were reported.

Event description:
Boston scientific received information that post implant of device (cognis model n106 sn (B)(4)), noise causing oversensing and pacing inhibition greater than two seconds asystole were noted on the chronic right ventricular lead. As this patient with this device and lead has no underlying cardiac rhythm and was symptomatic, the device was reprogrammed to v000 pacing mode and tachycardia therapy was disabled. An internal technical service consultant was contacted. It was thought this was due to the chronic lead manipulation of the leads in the pocket during the device replacement procedure. Further review of this issue will be performed. The patient remains hospitalized at this time.

Manufacturer narrative:
According to available information, the device and chronic lead remain implanted. When additional information becomes available, this event will be updated.